Manufacturer narrative:
D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that every 5th unspecified bd¿ pen needle were unable to deliver medication. The following information was provided by the initial reporter: patient complained that every 5th pen needle was clogged. In addition, the needle guard / safety cap would often just fall off.

Event description:
It was reported that every 5th unspecified bd¿ pen needle were unable to deliver medication. The following information was provided by the initial reporter: patient complained that every 5th pen needle was clogged. In addition, the needle guard / safety cap would often just fall off.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. See h10.